Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported hyperglycemia due to bent infusion cannulas. Follow-up was completed with pt on (B)(6) 2011. Blood glucose elevated to the 300's mg/dl, and target blood glucose is 130 mg/dl. Pt bolused insulin in attempt to decrease his blood glucose. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. Pt noticed one bend in the middle of the infusion cannula on two separate occasions. Infusion sets were inserted manually, and blood glucose elevated on the same day that the headset was inserted. Pt read the instructions for use to learn how to use the product. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Request was submitted for replacement infusion sets.